Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on 11/04/2016, that on (B)(6) 2016, the patient experienced a hypoglycemic event. Patient reported that she had not been sleeping for several days and when she fell asleep, she had a diabetic low. Patient did not hear alerts from the continuous glucose monitor (cgm). However, patient's husband heard the alerts and patient was unresponsive. Patient's husband called the emergency medical technicians (emts) and when they arrived, the patient's blood glucose (bg) was at 20mg/dl. Patient was transported to the hospital, where she was admitted for one day and given an IV of glucose. At the time of contact, patient was doing okay. Additional event or patient information is not available. No product or data was provided for evaluation. The reported hypoglycemic event was not confirmed. A root cause could not be determined.